Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had pm / calibration issue and replaced bent tube drive arm, replaced worn out tube drive arm sleeve, replaced the carriage block due to worn out split nuts. Replaced the rear case due to cracked lower left corner, replaced the front case due to cracked lower metal insert holder, replaced the handles due to cracked bottom portion, replaced the barrel clamp due to cracked inner portion of the handle. There was no patient involvement.